Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had vibrate anomaly. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and self test was pump beeped during the tone test. The device will be returned for analysis.